Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, a scratched lcd lens, and a broken battery compartment. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the dso sensor was the root cause. The main board, dso sensor, dso seal, latch lock, battery door, battery compartment, optical switch, keypad, rear label, overlay label, and side label were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a downstream occlusion failure. The product fault occurred during testing. There was no delay of therapy. There was no related physical damage/abuse. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.